Event description:
Report of the hub "coming off" one of the catheter lumens. The reporter stated that this occurred two different times with two catheters on the same patient. Both of the events were discovered during rounds. It was reported that the nurse was performing rounds and noted that the hub had come off of the lumen. There was no report of blood loss or delays of critical therapy. The first catheter had been in place for 2 days when the hub came off of the lumen. This catheter was removed and a second catheter inserted. This catheter was in place for one day when the hub came off of the lumen. This catheter was removed and not replaced as the patient was being prepared for discharge from the hospital. There was no report of an adverse patient event.